Manufacturer narrative:
(B)(4). Mfg site name-(B)(4). . A flexiva 200 laser fiber was received for analysis. Visual examination of the returned device revealed that the fiber measured 317cm in length. The glass fiber is broken 6.0cm from the distal tip. The fiber jacket at the breakpoint is still intact but warped, with the broken glass fiber protruding from the jacketing. Analysis revealed no exposed glass fiber tip visible. The fiber jacket at the distal tip extends past the end of the glass fiber and appears torn with no signs of melting that would indicate burnback of the fiber tip. Examination under magnification revealed the condition of the glass tip is consistent with a fracture, indicating that the tip or portion of the tip broke off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment and the aiming beam exiting at the fiber break was bright, clear and scattered. Given the event description and the condition of the returned device, the reported failure was not confirmed. All available information indicates that the most probable root cause of the fiber being broken and the tip detaching is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis versapulse p20 holmium console at 10w max setting. According to the complainant, during the procedure, the laser fiber burned back too quickly. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber body was broken and the tip detached.